Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer was feeling hypoglycemic; he was confused, dizzy, his hands were shaking, and almost lost consciousness, so he tested his blood on the contour next one. The reading was 141mg/dl. He retested on an alternate meter and the reading was 78mg/dl. He ate some glucose pills and sugar, and felt better. There was no evidence of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.